Manufacturer narrative:
The patient's (B)(6) admission for infection is reported under manufacturer report number 2916596-2022-14430. A specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU, rev. A, and the heartmate 3 patient handbook, are currently available. The IFU lists potential adverse events including infection (local, driveline, and pump pocket), and bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. The IFU lists infection as a potential late postimplant complication. The IFU also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced pain, bleeding, redness, and exudate at the driveline exit site. On (B)(6) 2022 culture came back positive for staphylococcus aureus and staphylococcus lugdunensis. The patient was later admitted and treated for the infection on (B)(6) 2022.